Manufacturer narrative:
Alleged failure: the failure identified in the investigation is consistent with the complaint record. The probable root causes are, damaged contact ring, bad safelight cable, bad cable from ccu to the light source main board, and/or bad led module. Calibrate the unit is highly advised. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.